Event description:
It was reported the programmer screen was blank when turning on the programmer. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer locks up during power up sequence. (B)(4) rf (radio frequency) head system b uplink and e(electromagnetic) - field immunity functional checks tested out of specification. Rf head cable found out of electrical specification. Rf head lower case is out of specification (foreign material found).